Event description:
It was reported by the customer the doctor experienced resistance during deployment and the marker was removed. Another marker was inserted and used with no issues noted. After deployment occurred, the pt was taken to the mammography unit for post biopsy images. Once the images were reviewed by the physician, it was noted the tip of the device had sheared off and was in the pt. An attempt was made to remove it without success. The physician is waiting for the pathology report to determine next steps on tip removal. No pt consequence reported at this time.

Manufacturer narrative:
(B)(4). A biocompatibility letter was seen to the account, as requested. Investigation summary: the device has not been received for investigation at this time; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive product portfolio. The most likely scenario is that the user removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.